Event description:
The following additional new information was received from the customer subsequent to the initial report. It was reported that the patient's right groin arterial access site was "suitable" for the perclose device and there was no difficulty encountered during insertion. The hematoma noted post procedure was very small and did not require any intervention. The patient was discharged home the same day. The pateint was readmitted on 11/29/2002 with complaints of right groin pin and swelling. Blood was drawn and revealed a normal white blood count, a decreased hemoglobin and hematocrit level, and an elevated erythrocyte sedimentation rate. On 11/30/2002, the patient was taken for surgery for incision, drainange and evacuation of an infected hematoma, debridement of fat necrosis and betadine packing. A culture of the right groin was performed and revealed staphylococcus aureus. The patient was treated with the intravenous antibiotic timentin 3.1 gms every eight hours. It was reported that the patient was discharged home on 12/01/2002 with instructions for right groin dressing changes twice a day with wet to dry saline dressings and the oral antibiotics augmentin twice a day. The patient is doing "fine" to date and there are no reports of any further adverse patient sequelae.

Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that the patient developed a small hematoma post procedure, but was discharged home the same day. Four to five days later the patient noted that the hematoma had enlarged, but did not seek medical attention at that time. Approximately one and a half weeks after the patient had noted the hematoma enlargement they developed a fever and chills. The patient saw their physician at the office and was then sent to the emergency room. An ultrasound of the right groin was performed and revealed a 5.5cm x 3.0cm hematoma. Due to the patient's symptoms, an infeciton was suspected. An incision and drainage of the site was performed. Blood cultures were drawn twice and the results were negative. The patient's white blood cell count was 10,3000 cu/mm. The patient was given intravenous antibiotics for an umknown length of time. The patient was discharged home on oral antibiotics. It was reported that the patient is doing well with no further signs or symptoms of infection. Multiple attempts have been made to obtain additional information but no information has been made available.